Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. After predilating the lesion with a 2.50x20mm maverick balloon, the physician attempted to place the 3.00x32mm taxus express2 drug eluting stent in the right coronary artery (rca), but was unable to cross the lesion. The physician removed the device and found a bent strut. The procedure was completed with three taxus express2 drug eluting stents, sizes 3.00x32mm, 3.00x20mm, and 2.75x16mm. The patient condition is listed as okay.

Manufacturer narrative:
Device analysis. The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. A review of the manufacturing record for this particular batch number shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause of this defect will be documented as operational context due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulties and due to the lack of information implicating a root cause related to the device. A CAPA has been initiated to address this issue.